Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient lost his pulse after receiving general anesthesia and prior to treatment. The patient was resuscitated and transferred to the intensive care unit (ICU). It was reported that the patient had an unspecified pre-existing cardiac condition; however, he was cleared for aquablation therapy by his cardiologist. The patient has fully recovered and has been discharged.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The root cause of the reported event is undeterminable. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that after receiving anesthesia, prior to the start of aquablation therapy, the patient lost his pulse. The patient was resuscitated and sent to the intensive care unit. It was reported that the patient had an unspecified pre-existing cardiac condition; however, he was cleared for aquablation therapy by his cardiologist. The patient has fully recovered and has been discharged. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.